Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The event occurred in (B)(6). The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a ¿replace sensor¿ message from his adc freestyle libre sensor, after three days of wear. It was further reported that on (B)(6) 2018 he began to experience ¿sweating and confusion¿ with a subsequent loss of consciousness. Customer¿s mother treated him with a coke to drink. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a ¿replace sensor¿ message from his adc freestyle libre sensor, after three days of wear. It was further reported that on (B)(6) 2018 he began to experience ¿sweating and confusion¿ with a subsequent loss of consciousness. Customer¿s mother treated him with a coke to drink. No additional treatment was reported. There was no report of death or permanent injury associated with this event.